Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 1:30am at home. Caller stated that the end-user was found unresponsive and when her blood glucose was tested with her prodigy meter she received a result of 271mg/dl. Caller does not know what her blood glucose would be at that time of day due to the end-user not normally testing at 1:30am. Caller stated that the paramedics were called about 10 minutes after testing with the prodigy meter. Paramedics arrived in about 10minutes and tested the end-user with their meter and received a result of 77mg/dl caller stated the end-user did not get any treatment from the paramedics. The end-user was transported to the hospital by the paramedics. The caller did not provide any additional information. Attempts were made to get additional information with no success.